Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with unspecified mentor textured gel implants and experienced a rupture and breast pain on the right side and symptoms fatigue, tiredness, don't feel good, low energy, and right breast redness post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.

Manufacturer narrative:
On june 29, 2022, mentor became aware the patient experienced bilateral capsular contracture, baker grade unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following erroneously omitted information in the previously submitted report: the patient also experienced a device migration on the right side post-operatively. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 23, 2020, mentor became aware of erroneously submitted data in the previous report. Section h5. Labeled for single use? Was incorrectly marked "no." All breast implants are labeled for single use. Section h5 has been correctly updated to "yes." Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 5, 2021, mentor became aware the patient underwent explantation on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain, migration, rupture, generalized illness symptoms. Manufacturer¿s reference number: (B)(4).